Manufacturer narrative:
Other for device in question becoming entrapped in stent. The device will not be returned as it was discarded by the facility.

Event description:
It was reported that the patient suffered an intracranial bleed during a staged y stenting of the basilar artery for a fusiform right p1 segment posterior cerebral artery (pca) aneurysm. The first stent had been successfully placed six weeks earlier. The physician experienced difficulty in positioning the second stent's delivery system [device in question] distal to the first stent at the target location and it passed into the aneurysm. He decided to abort the procedure due to the difficulties. While removing the second stent system the guidewire (whose tip had been j-shaped by the physician) became caught in the first stent. The guidewire passed through a stent cell at the mid point of the first stent and into the left pca. The guidewire was then withdrawn with the second stent system. There were no signs of injury to the patient, who had remained hemodynamically stable throughout the procedure and without any focal neurological signs immediately post procedure. The patient became increasing lethargic during the evening. A post procedure computerized tomography (CT) scan showed a diffuse subarachnoid hemorrhage (sah) and localized the bleeding to a point near the mid portion of the first stent. Anticoagulant treatment reversal was attempted with platelet transfusions. A second CT scan revealed mild hydrocephalus. Neurological functions continued to decline. The patient was declared brain dead the following day.